Event description:
It was reported that the right ventricular lead dislodged and had unacceptable thresholds and no capture. The helix was damaged during the initial implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, there was a breached cut on the outer insulation, there was blood in/on the helix mechanism, and there was apparent explant damage.